Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 30 mg/dl at the time of hospitalization. Customer stated that she was at her doctor office and she fainted, became incoherent and was taken to emergency room. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.